Manufacturer narrative:
The device was returned to olympus. The device was found with a broken locking mechanism and a missing cap. Based on the damage pattern, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Following the instructions for use (IFU) may prevent the occurrence of the event: warning: infection control risk: properly reprocess the product before first and each subsequent. Use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
A doctor reported to olympus that the inner sheath had a broken ceramic tip during surgery for an unknown procedure. There was no harm or user injury reported due to the event. The doctor was able to complete the surgery using another sheath.